Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced intermittent difficulty charging the pump despite the attempt of multiple charging supplies. The customer's blood glucose was 101- 164 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.